Event description:
It was reported surgical intervention was undertaken, adding a new lead to the patient's lumbar region to provide better coverage for existing pain to the back area. Reportedly, the ipg was electively replaced with a different model during the same procedure. Effective therapy was achieved postoperatively thus resolving the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.